Event description:
(B)(4).

Event description:
Revision hip for disassociation, the marathon liner had disassociated from the shell. Three ards were missing. .

Event description:
(B)(4).

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. In this case a portion of the rim of the polyethylene liner has fractured, as well as 3 of the ard's. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material at the ard's and subsequent disassociation of the liner from the cup. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. X-ray image quality is poor due to apparent digital camera photograph. Hip head is not centered with the acetabular cup and appears to be contacting the superior surface of the cup. Poly liner is not visible. Inclination angle of cup cannot be measured with this image. A review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-ray suggests the liner disassociated and allowed the femoral head to contact the acetabular cup. A search of the complaints databases against the provided product and lot code combinations found no other reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.